Event description:
The hospital reported that a bronchoscope was used in multiple procedures to obtain patient samples for microial analysis.the patients samples contained the same organism, pseudomonas picketti.according to the infection control manager and microbiology manager the samples from the patients were atypical.these atypical results were being investigated and the bronchoscope was being investigated as a potential source of these patients results.